Event description:
Customer reported patient received excessive dose of radiation and experienced skin reddening due to prolonged exposure. The dose rate was checked by ge healthcare and found to be within specification. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.